Event description:
It was reported by the affiliate that when the device was used during a video assisted thoracic surgery lobectomy procedure, the articulating knob broke. Another device was used to complete the case. There was no consequence to the pt.